Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient received a new handset yesterday and was unable to connect to their handset and communicator to their ins. The patient kept getting the message 'no device found'. The patient said they had been trying to connect for 2 hours. Patient services specialist walked the patient through a reset of the handset, turned bluetooth off and then on, paired communicator sn to bluetooth devices, confirmed communicator was not plugged into power source, no charging battery light illuminated on communicator, communicator was placed on skin with blue side over ins, cleared out of all running applications, had patient reposition communicator over ins. The patient did not see 'switch communicator' at any point until near the end of call, but after pressing the option, the screen went back to 'no device found'. Patient services had hcit join the call and attempt to troubleshoot. The troubleshooting steps that were taken on the call did not resolve the issue. Sent email to repair. 2023-jul-17 the patient called back after receiving replacement communicator, but is still encountering the same issue with no device f ound. The patient confirmed they could feel the ins under the skin however noted they are heavier so this may be part of the problem. Discussed the ins battery may have reached eos depending on programming. Recommended patient follow up with managing physician to check ins device status.